Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. It was reported by the customer that there was air in the line of IV tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing segment was full of air instead of fluid. When removing the tubing set from the pump, it separated below the safety clamp in two pieces, causing saline to leak from the broken connection. The following information was provided by the initial reporter: "I was preparing to spike a cytotoxic medication with an IV tubing set I had primed with ns and loaded into the IV pump. Prior to spiking the medication I noticed the entire portion of the tubing set below the safety clamp was full of air instead of fluid. I removed the tubing set from the IV pump and the tubing separated immediately below the safety clamp into two pieces. The ns that was still attached to the IV tubing began freely flowing out of the IV tubing. If I had spiked the medication prior to noticing the air in the tubing there would have been a cytotoxic medication spill and possible exposure"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing segment was full of air instead of fluid. When removing the tubing set from the pump, it separated below the safety clamp in two pieces, causing saline to leak from the broken connection. The following information was provided by the initial reporter: "I was preparing to spike a cytotoxic medication with an IV tubing set I had primed with ns and loaded into the IV pump. Prior to spiking the medication I noticed the entire portion of the tubing set below the safety clamp was full of air instead of fluid. I removed the tubing set from the IV pump and the tubing separated immediately below the safety clamp into two pieces. The ns that was still attached to the IV tubing began freely flowing out of the IV tubing. If I had spiked the medication prior to noticing the air in the tubing there would have been a cytotoxic medication spill and possible exposure"